Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited increased capture thresholds and low sensing. A fluoroscopy revealed, that the lead had dislodged. The physician explanted and replaced the lead. The patient was noted to be in good condition post surgery.